Event description:
It was reported that during an unknown procedure, the titanium tip of the scalpel was broken. The broke part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.